Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reported to still be implanted in the patient. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2015 a patient had an excisional debridement and irrigation of the left hip after the patient presented to the emergency room on (B)(6), 2015 complaining of left hip pain and wound drainage. Wound cultures obtained on (B)(6), 2015 were (B)(6). It was reported that the patient sustained a left hip fracture on (B)(6), 2015 which resulted in an open reduction, internal fixation of the left hip on (B)(6), 2015 in which synthes devices were implanted. The excisional debridement and irrigation procedure was successfully completed was no surgical delay. The synthes implants were not removed. This report is 2 of 3 for (B)(4).